Event description:
The MFR received info from a third party service ctr alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the third party service ctr for eval and the customer's complaint was confirmed. The device's sensor board and system board were replaced to address the issue.